Event description:
End user's son reported that his mother's m41srr power chair moved when she removed her hand from the control, causing her to run into something in the kitchen, hit her leg in the same spot as on (B)(6) 2014. User sustained another cut that bleed. Son advised called an ambulance, mother was taken to the hospital where the wound was cleaned and mother was released.